Event description:
Med record reviewed 6-23-98. Five mo old infant evaluated in childrens emergency dept. Needed intravenous access for transport. Central lines were unsuccessful. Intraosseous catheter insertion attempted and unable to pass through shin, then unable to remove. Per emergency dept physician, the hub popped off and intraosseous catheter broke off at needle end. Therefore, no place to attach line. Intraosseous catheter removed at another facility after transfer of pt completed.